Event description:
It was reported that the patient presented for a pocket revision procedure experiencing discomfort. The pocket was revised on (B)(6) 2024. Patient condition was stable prior, during and post procedure.